Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose values remained available and unaffected. No adverse clinical symptoms reported. Outcomes included no alerts, alarms, or medical intervention, and no hospitalization. User support included troubleshooting and user education, including toggling between dexcom g6 and g7 settings, restarting the ilet, and advising a pairing window to allow reconnection. Investigation of this case revealed a transient communication disruption consistent with sensor-to-pump bluetooth pairing loss without sensor failure or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing interruption consistent with use-related or environmental bluetooth interference.